Manufacturer narrative:
Based on available information, the mini revo tap is not expected for evaluation, as it was presumably discarded at the user facility after the surgery on (B)(6) 2016. No follow-up could be conducted, as no user facility name address and phone number provided on the medwatch report #mw5064683. Without the actual device, an evaluation could not be performed and the root cause of the reported tip breakage could not be determined and the alleged incident therefore could not be verified. Also, a review of the device history record could not be performed, as the lot number was not provided. The date of the manufacture therefore was not available. This reusable device is cleaned and sterilized between uses. In this instance, without the manufacture date, it is not known how long the instrument has been in use. A 2-year review of product history for this device showed there has been only one other similar report received of "tip breakage". To date, there have been no serious injuries or death related to the reported tip breakage. Based on the investigation result, this incident did not involve a product problem indicating a nonconformity or adverse trend. This reported breakage will continue to be monitored via the complaint system to ensure product safety. This failure mode is addressed in the fmea, and the safety risk has been found to be acceptable. To reduce the risk of the tip breakage and patient injury the product's instructions for use (IFU) provides the following warnings/precautions: -inspect instruments before and after processing for proper function and for chipping of plated surfaces. -always inspect the tap before each use to insure the threaded portion is not bent. -do not apply lateral force to the tap. -do not strike any instrument unless indicated. -do not attempt to tap beyond the threaded portion of tap or the depth of the pre-drilled or punched bone tunnel. Device was not returned.

Event description:
On 27-sep-2016, conmed corporation received a user voluntary medwatch report #mw5064683 forwarded by the FDA with a cover letter dated 19-sep-2016. Listed below is the event description as stated on the user medwatch report: "instrument tip broke off into patient's bone. Grasper used to fully remove the broken tip piece intact. All parts of arthroscopic instruments identified and removed from use". No information regarding patient demographics (sex, weight and age) was provided in the medwatch report. Additionally, follow-up with the end user facility could not be conducted, as the report was filed without the disclosure of any contact information (i.e. Name, address, phone #) of the end-user facility. This report is filed on the basis of potential injury with recurrence.